Manufacturer narrative:
A visual assessment of the returned system driver showed an instrument with repeated use, as identified by surface scratches and worn laser markings. The distal tip of the system driver was fractured as reported. A functionality assessment was not performed, due to the damaged condition of the returned system driver which was failed and removed from distributable inventory. A DHR review was performed for complaint lot# 335379 and there were no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 2/14/2019. The distal tip of the system driver could be broken if excessive rotational force was applied, or if the driver was shifted out of alignment while engaged with a system screw. There have been two other complaints of similar nature for the system drivers with fractured distal tips. The manufacturer will continue to monitor for reports of non-functional system drivers and perform complaint investigations as appropriate.

Event description:
The manufacturer was made aware of a product complaint on 11/25/2024. It was reported that the distal tip of a system screwdriver was identified as having malfunctioned and was requested to be replaced. No additional information on the instrument deficiency was provided. An email inquiry was sent to the complaint source to best understand the condition of the returned complaint driver, and for regulatory assessment of the impact to the patient and/or procedure. An RMA# was issued for return of the complaint instrument, which was received at the manufacturer for assessment on 12/09/2024.